Event description:
It was reported that a patient presented with far r wave over-sensing noted on the patient's implantable cardioverter defibrillator. This resulted in inappropriate automatic mode switch. No intervention or adverse patient consequences were reported.